Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 90% stenotic lesion was located in the calcified and moderately tortous mid left anterior descending artery. First the physician deployed a 2.75x20mm taxus express2 drug eluting stent. Then the physician advanced the 2.5x12mm taxus express2 drug eluting stent to the distal side of the deployed stent and advanced it to the lesion, but was unable to cross. During the attempt, the "physician noticed the proximal shaft of the device got fractured outside the body". There were no patient complications. The procedure was successfully completed with this device. Patient status is reported as "good".